Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from the doctor. It was reported to baxter clinical coordinator that the patient had peritonitis. The patient is on pd - capd treatment since (B)(6) 2012. This peritonitis could be related to the fact that the patient reported an accidental disconnection of his transfer set. After this disconnection, he experienced peritonitis. He was hospitalized from (B)(6) 2012 and he recovered. No further information was provided at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This complaint for connection issue is not confirmed and the cause was not identified because there was no sample returned to baxter, and the lot number was not provided.